Event description:
New information noted that on (B)(6) 2015, device reprogramming was performed. The patient would continue to be monitored through follow-up.

Event description:
It was reported that noise was observed on the atrial lead through a remote merlin.net transmission. No patient symptoms were reported. No intervention was reported and the patient would continue to be monitored.

Manufacturer narrative:
(B)(4).